Event description:
Customer states they heard some kind of pop or noise, and now the scooter wont move. Dealer states it shows like its normal but no flashing lights or anything when throttle is engaged.